Manufacturer narrative:
A partial lead with the connector pin measuring 8.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient expired. The patient seemed fine at regular follow up a week before his death. The patient went into cardiopulmonary arrest while he was taken to the hospital by ambulance. The patient had sleep apnea syndrome and produced sputum. The physician suspected that the patient might have suffocated to death due to the apnea and sputum during sleep. No further information is available.